Manufacturer narrative:
The reported issue was confirmed. A root cause of the reported issue is due to a failed manifold assembly. Confirmed the device was sent to depot repair with a request to replace the manifold assembly. Manifold assembly was replaced. Fdl is missing valve sets, and retaining clip on 1 side, plugged dual lumin tubing to complete decon. Double bend tube and chiller evaporator outlet tube found expanded during servicing. Tank seals were found lifted from tank. Flow meter readings were low during post repair functional checks and flow adjustments. The device underwent pm servicing while in for repair. Replaced the six missing fluid delivery line valve body inserts. Replaced double bend tube and chiller evaporator outlet tube. Replaced tank seals. Replaced flow meter. Serviced circulation pump and mixing pump, replaced heater, and replacing both manifold o-rings and drain valves. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,g,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated that the arctic sun device need a manifold assembly . Per biomed via phone on 14nov2022, there was no patient involvement, and the faulty manifold assembly was found during regular preventive maintenance. Biomed would speak with management and representative to determine if component would be replaced onsite or sent in for repair. Per sample evaluation results received on (B)(6) 2022, the root cause of the reported issue was due to a failed manifold assembly. It was reported that the fluid delivery line was missing valve sets, and retaining clip on one side, plugged dual lumin tubing to complete decontamination. It was stated that double bend tube and chiller evaporator outlet tube found expanded during servicing. It was also stated that the tank seals were found lifted from tank. It was noted that the flow meter readings were low during post repair functional checks and flow adjustments. It was also noted that the replaced the six missing fluid delivery line valve body inserts, double bend tube, chiller evaporator outlet tube, tank seals, flow meter and manifold assembly were replaced.

Event description:
It was reported that the biomed stated that the arctic sun device need a manifold assembly. Per biomed via phone on 14nov2022, there was no patient involvement, and the faulty manifold assembly was found during regular preventive maintenance. Biomed would speak with management and representative to determine if component would be replaced onsite or sent in for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.